Manufacturer narrative:
H.6. Investigation summary: 40 representative samples were returned for investigation. The 40 representative samples were subjected to visual inspection, 10 out of 40 representative samples were subjected to first opening pressure test. The 40 representative samples passed the visual inspection and the 9 out of 10 representative samples failed the acceptance criteria for first opening pressure test. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the quality team's investigation the probable root cause is due to the tubing material CAPA#1298780 has been initiated to address this issue. H3 other text : see section h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter did not complete the flush during use on a patient, and medication could not be administered. The following information was provided by the initial reporter: "two; cannulas; from; the; same; batch; 9164761p47; where; used; on; two; different; patients; on; both; occasions; medications/flush; was; administered; via; the; top; port; however; this; did; not; work and; was; unable; to; administer;".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter did not complete the flush during use on a patient, and medication could not be administered. The following information was provided by the initial reporter: "two cannulas from the same batch 9164761p47 where used on two different patients on both occasions medications/flush was administered via the top port however this did not work and was unable to administer."